Event description:
It was reported that the patient was admitted to the hospital for rising lactate dehydrogenase (ldh). It was noted that they had some power spikes. Log files captured clusters of pulsatility index events as well as routine power source changes. They also confirmed a transient elevated power and flow occurred on (B)(6) 2022. Pump parameters returned to baseline values afterwards. A computed tomography (CT) scan from (B)(6) 2022 showed no outflow graft obstruction. Circumferential hypodensity was noted within the outflow graft which likely indicated a chronic thrombosis or fibrin. The patient had an occlusive thrombus within the root of the aorta that had been unchanged since (B)(6) 2019. The thrombus was evidenced by right side hemiplegia and severe aphasia. The patient experienced an accelerated idioventricular rhythm. Through the night of (B)(6) 2022, the patient had a right middle cerebral artery infarct with symptoms of unresponsiveness and with left side droop and weakness. Post stroke, due to hemodynamic instability, they had a run of sustained ventricular tachycardia (vt) that required intubation. It was treated with cardioversion. A thrombectomy was performed and the thrombus and stroke resolved. The patient started following commands on their right side.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient's thrombus/fibrin in outflow tract and aorta unchanged since 2019 is referenced in MFR# 2916596-2022-10880 manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as the subsequent patient outcome, could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed elevations in pump power; however, a specific cause for the elevations could not be conclusively determined through this evaluation. The submitted log files contained data from 25apr2022 through 28apr2022, per the timestamps. Minor elevations in pump power and estimated flow were captured on 26apr2022. The majority of these elevations were captured during pulsatility index (pi) events. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the files. The device was not returned for evaluation. Due to hospital policy, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿ lists adverse events that may be associated with the use of the heartmate ii lvas, including, hemolysis, stroke, cardiac arrhythmia, and death. This section also addresses pump speed, power, flow, pulsatility index (pi), and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6, ¿patient care and management¿, discusses anticoagulation, including recommended international normalized ratio (inr) values. Additionally, this section describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient passed away on (B)(6) 2022.no further information was provided.